Manufacturer narrative:
This crt-d will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during the revision procedure of this left ventricular (lv) lead, the physician experienced difficulty loosening one of the setscrews on the associated cardiac resynchronization therapy defibrillator (crt-d). Several attempts were made using the wrench for the device, and also attempted using a competitor's wrench. The decision was made to explant and replace both the device and lead. There were no adverse patient effects reported.